Manufacturer narrative:
This report is being filed under exemption e2012070 by arjohuntleigh polska sp. Z o.o. (Registration#3007420694) on behalf of the importer arjohuntleigh, inc. (Ahus) (registration#1419652). Additional information will be provided upon conclusion of the manufacturer's investigation.

Event description:
Following te information provided the safety side panel (plastic part) fully detached from bed's frame. There was no indication of patient's involvement. No injury was reported.

Manufacturer narrative:
This report is being filed under exemption e2012070 by arjohuntleigh polska sp. Z o.o. (Registration# 3007420694) on behalf of the importer arjohuntleigh, inc. (Ahus) (registration# 1419652). On 2018-aug-01 arjo was notified about the citadel plus bed malfunction. Following the information provided the customer was trying to move the bed pulling the safety side while the safety side (plastic part) detached from the bed. There was a patient lying on the bed when the malfunction took place. There was no injury nor other medical consequences sustained. Upon bed evaluation conducted by arjo technician the malfunction was confirmed. The safety side was repaired and left in working condition. It needs to be emphasized that the safety sides are not intended for maneuvering the bed. A repeated activity as such could have led to the weakening of safety side material what in consequence contributed to the safety side detachment. That citadel plus bariatric care system meets the requirements of standard en 60601-2-52 for medical devices, according to which: "side rail latched/locks shall remain secure when subjected to the forces of normal use." "Side rail shall be designed to withstand the forces applied during reasonably foreseeable misuse over the product life cycle without creating an unacceptable risk. Compliance it checked by the following test with the side rail in upper position: lateral force cycling test. Exert a force of 100 n that is perpendicular to the side rail at the top middle section of the side rail (...), repeat for 3 000 cycles; longitudinal force cycling test. Exert a force of 100 n on the side rail in the lengthwise direction of the side rail (...), repeat for 3 000 cycles; vertical force cycling test. Exert a force of 100 n on the uppermost part of the side rail in the vertical direction of the side rail (...)repeat for 3 000 cycles. Upon completion a), b) and c) above, apply a static load in the directions in worst case positions. Moreover the standard requires to verify side rail strength and latch reliability exerting a force of 750n on the uppermost part of the side rail in the vertical direction of the side rail. A durability of the panel against lateral forces is checked by applying 500n to the safety side. What is more, IFU indicates the minimum recommended level of preventive maintenance. Check operation of side rails should be completed by caregiver every day. The procedure must be carried out by suitably trained and qualified personnel. The above indicates that the reported malfunction can occur only if the safety side is used without appropriate care. Additionally it needs to be pointed out that 100% manufactured citadel plus beds are checked during quality inspection gate to verify the required product specifications and check whether the acceptance performance criteria are met. Records of the inspection are documented in the device history record (DHR). The device history record has been reviewed for this specific device and no anomaly was found. In summary, although no adverse event occurred the complaint was decided to be reportable on a potential due to safety side detachment. Upon the investigation conducted we were able to determine that the malfunction in question was the most likely caused by inappropriate handling process. The device was being used for patient care at the time of the malfunction occurrence. The safety side was reported to detach and from that perspective the citadel plus bed did not meet manufacturer's specification